Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that the user experienced a libre 3 plus pairing issue with the ilet system and later a sensor disconnection, after which the agent guided the user through the ilet mobile app to activate and pair the cgm and then through the cgm menu to rescan the sensor, resulting in successful reconnection; blood glucose at the time was 158 mg/dl and steady. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included troubleshooting and education on cgm pairing and sensor rescanning using the ilet app and pump cgm menu. Investigation of this case revealed a pairing failure and subsequent disconnection that were resolved through standard reconnection steps, indicating no device component malfunction was identified. It was concluded, based on previously established findings for similar reports, that the cause was user interface or connectivity troubleshooting needs resolved by standard use guidance.